Manufacturer narrative:
Failure analysis for fiber model #0010-2400; lot #537b; serial #(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the outer flow tubing open end exhibits minor scratches; the outer flow tubing exhibits moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 205,381 joules of use and 21:08 minutes, while using the surgical fiber during a prostate procedure, "the fiber failed." The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury" to patient reported.